Event description:
It was reported that after implantation of the intraocular lens no astigmatic correction was provided; therefore, the lens was explanted in a secondary procedure. It was stated that the lens was replaced with a lens from another manufacturer. It was stated that the lens was discarded by the surgery center. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. Device was discarded, therefore is unavailable for evaluation.all pertinent information available to the manufacturer has been submitted. Placeholder.